Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's bolus button was not responding properly. The customer also reported that the device's reservoir compartment was damaged. Customer did not recall any significant events leading up to these issues. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advises that the insulin pump would be replaced but did not return the device for analysis.